Event description:
On (B)(6) 2013 the patient's programming history was reviewed and it was observed that on (B)(6) 2005, the patient presented at settings of output=0ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=0ma/magnet pulse width=500usec/magnet on time=30sec which are indicative of a faulted system diagnostics test. No adverse events were reported to have occurred due to this settings change.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013 the physician reported that he would be providing additional programming history but it has not been received to date.